Event description:
The report from the clinical study (B)(4) with ID #(B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01427240) of an anterior communicating artery, and while deploying the vrd (enc452812/01427240) in the target aneurysm, both the delivery wire and the vrd were stuck with the prowler microcatheter (606-s255x/lot unknown), and did not come out of the microcatheter. Therefore, both the enterprise system and the microcatheter were safely retrieved from the patient, and a new enterprise (enc452812/01427234) was delivered and successfully deployed using the same microcatheter. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unknown. In addition, the patient also developed cerebral infarction in both sides of cerebral hemisphere. Action taken was the administration of argatroban hydrate. The event outcome as of (B)(6) 2011 was indicated as resolved without sequelae. According to the physician, the relationship of the event to the vrd was unknown. There were no damages noticed on any section of the delivery systems that may have contributed to the event, and a constant flush was maintained at all times through all the systems. Prior or during the procedure, no thrombus was noted at the site, and the enterprise was fully expanded and appose to the vessel wall. A cd copy of the procedure is not available and no further information was provided.

Manufacturer narrative:
The unruptured saccular aneurysm neck was 4.1mm, and the neck to sac ratio was 4.1mm: 7.0mm. The parent vessel size diameter proximal was 2.1mm and distally was 1.8mm. The mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, and on (B)(6) 2011 was 0. The act was 152 seconds pre anticoagulation and 485 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 0% after the procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011-, clopidogrel sulfate 75mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2011, and cilostazol 200mg: (B)(6) 2011. Prior to implanting the vrd, launcher/medtronic, prowler select plus microcatheter (606-s255x/lot unknown), traxcess/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, v-track cosmos. Further info/procedural images are unavailable. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2012-00061 and 1058196-2012-00060.

Manufacturer narrative:
It was reported via the (B)(6) study that during stent assisted coil embolization of an anterior communicating artery aneurysm the enterprise vrd ((B)(4) stuck in the prowler select plus ((B)(4)/lot unknown) microcatheter (mc )and did not come out of the end of the mc. The enterprise and mc were removed from the patient and another enterprise system ((B)(4)) delivered successfully and deployed using the same mc. Additionally it was reported that the patient developed cerebral infarction in both cerebral hemispheres treated with argatroban hydrate with resolution of the event the following day. The physician reported the relationship of the event to the enterprise vrd is unknown. The (B)(6) male with unknown medical history had an unruptured saccular aneurysm with a neck of 4.1mm and neck to sac ratio of 4.1mm:7.0mm. The parent vessel size diameter proximal was 2.1mm. The distal parent vessel was 1.8mm which is less than the recommended vessel diameter for use of the enterprise vrd as outlined in the instructions for use. Antiplatelet therapy included ongoing aspirin 100mg/day beginning three weeks pre-procedure and clopidogrel 75mg/day beginning three weeks pre-procedure up to five weeks post procedure followed by cilostazol 200mg/day for six and a half weeks. The act was 152 seconds pre-intraprocedural anticoagulation and 485 seconds post anticoagulation. There were no damages noticed on any section of the delivery systems that may have contributed to the enterprise not advancing through the mc, and a constant flush was maintained at all times through all the systems. There is no information regarding the timing of the reported infarction as related to anticoagulation or procedural steps. Prior or during the procedure, no thrombus was noted at the site, and the enterprise was fully expanded and appose to the vessel wall. Prior to implanting the enterprise vrd, launcher/medtronic, prowler select plus microcatheter, traxcess/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, v-track cosmos. The modified rankin scale (mrs) score was 0 pre-procedure, one day post procedure and on month post procedure. The occlusion rate of aneurysm was 0% after the procedure. The enterprise vrd is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. Usage other than the approved labeling may involve risks not described in the labeling. A cd copy of the procedure is not available and no further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427240/01427234. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the reported cerebral infarction. Therefore, no corrective actions will be taken at this time. (B)(4) pending DHR. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported inability to advance the enterprise vrd system through the microcatheter; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00061 and 1058196-2012-00060.